Manufacturer narrative:
The customer report of a leak was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. A definitive root cause could not be determined.

Event description:
Feedback suggests that during an infusion of a nutrition bag a leakage was identified. The customer reported that when returning to the infusion a puddle of the infusion fluid was identified. The customer reported that the leak was from the tubing after the accuslide on the set.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Feedback suggests that during an infusion of a nutrition bag a leakage was identified. The customer reported that when returning to the infusion a puddle of the infusion fluid was identified. The customer reported that the leak was from the tubing after the accuslide on the set. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.